Manufacturer narrative:
Block e1: initial reporter fax: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip cannot be released.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip cannot be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.